Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The actuator has broken where it interfaces with the movable jaw. The cutting edges are dented and dull. This condition would require the use of excessive force to cut. Per the IFU ¿excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ no root cause related to the manufacture of the device can be established. No further investigation is required.

Event description:
It was reported that during a procedure, the tip of the device broke off inside the surgical site. The surgeon was able to retrieve the pieces out of the joint with a grasper and nothing was left in the joint. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.